Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in romania underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that, during a gastroscopy for reassessment, it was found that the patient had grade b esophagitis and the jejunal tube was coiled and clogged with phytobezoar at the distal end. The jejunal tube was replaced with a new tube without incidents. The physician recommended treatment with controloc 40mgx2 / day for 4 weeks and diet with avoiding bark or root foods. The therapy was not interrupted.